Manufacturer narrative:
Although requested, no patient information was provided. Investigation conclusion: the customer¿s complaint of the device falsely alarming for patient side occlusion was not definitively confirmed during a review of the logs or during testing. However, the patient side pressure sensor was identified out of specification during the analog sensor test which may have attributed to false alarms for patient side occlusion. A review of the pump module event log revealed a quantity of (29) patient side occlusion alarm log entries starting from (B)(6) 2020 ¿ (B)(6) 2020. The most recent occurrence of patient side occlusion was observed on (B)(6) 2020 at 1:29:21 pm. The suspect pump module programmed for a secondary infusion. The device alarmed for occlusion patient side on four different occasions during this infusion and the infusion was then restarted after each alarm. Results from a functional test during pressure sensor malfunction test method confirmed a faulty lower fsa pressure sensor. Results identified the patient side pressure sensor out of specification, however, during occlusion testing, the patient side pressure sensor passed, indicating that the sensor may be exhibiting an intermittent failure. Device inspection: the device was received with the instrument seal intact. A crack on the rear door cover was observed. Both iuis connector pins were observed to be dull. No other anomalies were observed externally and internally on the device. Replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer¿s complaint that the device falsely alarmed for patient side occlusion is suspected to be attributed to an intermittent faulty patient side pressure sensor. The probable cause of the failed fsa pressure sensor is likely related to a failure with the internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: a review of the device history record showed the device had a manufacture date of 01dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a false occlusion alarm on patient side. There was no patient impact.